Event description:
This pt presented with tmj pain after starting orthodontic treatment with smile direct club. The pt began inappropriate orthodontic treatment without the consultation of a dr. The pt reported to the employees at smile direct club that she had not seen a dentist in years and that she had a history of tmj pain. They disregarded this info and began treatment anyhow. Along with this, the treatment they had proposed and began was entirely inappropriate care for this pt due to her skeletal profile, occlusion and history of tmj pain. The orthodontic treatment directly contributed to severe muscle and joint pain. Had she continued with treatment she would have a worsening of her occlusion and tmj pain. She would also have lip incompetence due to the proposed tooth movements as she was struggling to keep her lips together while at rest with the tooth movements already achieved. The pt should be under the care of a licensed orthodontist and is also a candidate for orthognathic surgery to appropriately treat her malocclusion. FDA safety report ID# (B)(4).